Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient underwent a surgical procedure to remove a bowel obstruction near the pump. Subsequently, the patient experienced a return of symptoms with "more stiffness". Diagnostic studies had not been performed. The hcp planned to consult with other hcp's. Final patient outcome was not reported. Additional information has been requested, a follow-up report will be sent when additional information becomes available.